Event description:
Per the customer, during a case the triton canister system was inaccurate. The surgeons estimated 750-1000ml, the triton canister system read 174ml. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.